Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml empty intravia container bag containing chemotherapy drugs (methotrexate) leaked above the injection port. This was observed during verification of the bag, prior to patient use. There was no patient involvement. No additional information is available.